Event description:
Additional information: in regards to the previously reported volume discrepancy wherein the actual residual volume was 17ml, it was later reported that about 5ml was expected. A dye study was performed and no issues were found. Drug delivered via the device was morphine 1mg/ml.

Event description:
A volume discrepancy problem was reported; there was "a 7 ml discrepancy on last refill". Drug delivered via the device was morphine concentration 1 mg/ml, refilled every 55 days. It was later reported that patient experienced increased pain and there was 17ml left in the pump reservoir. A dye study was being considered. Patient was started on oral opioids. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter: model: 8711, lot#: j10893r02, implanted: 2001 (B)(6), explanted: unk.